Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece measuring approximately 0.499" x 0.084" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy subtotal surgical procedure, the tip of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same surgical procedure and the customer proceeded with the case using a backup harmonic ace instrument. The procedure was completed robotically. The instrument did not collide with any other instrument or tool during the procedure. There are no photographic images of the device(s) or a video recording of the procedure available for intuitive surgical, inc. (Isi) to review. Patient demographics were requested but were unable to be provided.